Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitor's progress bar does not fill when the reader was over the implant. The patient had done all troubleshooting with the clinic and the clinic advised to call and order a new remote monitor. The patient was asked if the patient had the implant checked in office to ensure it is working properly and the patient stated that it was not. The patient was going to have the device checked in office and then call back for a new remote monitor if needed. The monitor remains in use. It was noted that the implantable pulse generator (ipg) exhibited no telemetry. The ipg remains in use. No patient complications have been reported as a result of this event.